Event description:
It was reported to philips the external paddle and paddle pocket plate had oxidation. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty external paddle and paddle pocket plate. The fse replaced the external paddle and paddle pocket plate. The device passed all performance assurance tests and was placed back into use with the customer.